Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized for high blood glucose in the 400 mg/dl range on (B)(6) 2017. Customer stated her blood glucose was always in the 400 mg/dl range treated with insulin pump and wasn't eating. The customer experienced symptoms of vomiting and fatigue. Customer was having difficulties keeping water down. Customer was advised the cause of the hospitalization was diabetic ketoacidosis and maybe viral infections. The customer was wearing the insulin pump at the time of the hospitalization. Customer declined troubleshooting on the insulin pump. The insulin pump is not returning for analysis.